Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had their controller and recharger replaced about a month ago, but now today they have been having issues with the controller while charging. Patient said they had to reset the controller 3 times, and the controller kept saying to charge the device even though they were in the middle of charging and controller was 100%. Patient also said in the middle of charging, the screen went totally white, and they couldn't push the top button to turn it off or on. Patient then saw the replace controller batteries soon message. Patient was not happy they've called 3 times now regarding their equipment. Patient did not see any visible damage to battery compartment or battery pack. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Patient called back on (B)(6) 2024 and confirmed receiving replacement li battery pack but was still experiencing the same issue charging their implant when they tried twice today. Patient mentioned the controller would be stuck on checking recharge quality for 5/6 minutes and showed replace the controller batteries soon. Patient mentioned they were referred to call in by the manufacturer representative. Instructed patie nt to check for damage; no visible damage to the controller compartment pins and battery pack contacts. Walked patient through resetting their controller with ac power supply; controller showed 50% and ins 90%. Agent instructed patient to clean recharger pins and controller port then start a charge session. Controller showed poor recharger quality then showed ins was 100% recharging with excellent quality. Patient mentioned the controller screen changed now showing batteries low replace the controller batteries soon. An email was sent to repair to replace the controller. Patient commented they were physically unable to get their ac power supply but had assistance during call.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6) ); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6): product type accessory h3: analysis of the 97745bp battery pack (bp) (s/n nlh077871n) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.